Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Alternate samples from a different lot were returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. The patient stated that upon canceling treatment, the cassette door was wet. The patient's effluent remained clear, had no adverse effects adn was administered prophylactic antibiotics. Sample is not available; sample was discarded.